Manufacturer narrative:
Updated fields: b4, d4(version or model #), g4, g7, h2, h6, h10, h11. Corrected fields: h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the defective power supply assembly. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was not powering on. There was no patient involvement, and no adverse event reported.